Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the device has not been sent to the olympus repair site, the reported event may have been temporarily caused by an image malfunction due to foreign material on the contacts of the video connector socket. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image became intermittently during switching some function of the device. There was no report of patient injury associated with the event.